Manufacturer narrative:
(Initial reporter fax): (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during a stone on the bile duct procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was unstable especially when the scope is moved. Another spyscope ds ii was used; however, the image was still unstable. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during a stone on the bile duct procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was unstable especially when the scope is moved. Another spyscope ds ii was used; however, the image was still unstable. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter fax): (B)(6). Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyglass ds controller was analyzed by enercon technologies, and a visual evaluation noted that the dvi, vga and both y/c video outputs were worn and damaged. The front panel had a cosmetic poblem. The top cover showed blue marks. A functional assessment was performed and noted that the catheter interface contacts were contaminated. The vga, dvi, y/c video outputs, front panel, keypad, top cover, cover gasket led pcb and catheter interface contacts were replaced. The light engine was disassembled. The connector socket assembly was cleaned. Light engine calibration and electrical safety tests were performed and the unit passed all tests. The reported event was not confirmed. Upon analysis, the problem is unlikely related to a manufacturing problem. The unit was manufactured on march 05, 2015 which indicates that the problem would have presented in earlier procedures. Based on all gathered information, the most probable root cause of this complaint is cause traced to maintenance which indicates that problems are traced to improper routine or preventative maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.